Event description:
The surgeon had difficulty impacting the 6mm poly insert into the tibial tray. The insert would not seat posteriorly. Surgery was completed using the 8mm poly insert.

Manufacturer narrative:
The surgeon had difficulty impacting the 6mm poly insert into the tibial tray. The insert would not seat posteriorly. Surgery was completed using the 8mm poly insert. Review of the device history record indicates that the device was mfg to spec.